Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08750 inches. No drive / motor anomalies noted. The motor was tested outside the device and passed. Insulin pump received with minor scratched display window and case.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed drive motor anomaly. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.